Manufacturer narrative:
H10 h3, h6: one 72203378 healicoil pk 4.5mm device intended for use in treatment, was returned for evaluation. Originally two devices were reported on with two complaints opened. The inserter, anchor and suture were returned. The product was in alternate tyvek packaging pouches. It was found clean and appeared to be unused. It was not damaged. It appears this was a back-up ready device on hand but not used. The allegation was not consistent with the condition of this second device. Per instructions for use: ¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Recommended prep instrument for normal bone condition is a 3.8mm tapered awl. With use of recommended prep this anchor should be capable of being two finger rotated into a normal bone tunnel. Complaint history review indicated no similar allegations for the lot number reported. Batch review for the lot number reported, indicated no condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Event description:
It was reported that, during shoulder joint surgery, the anchor was found with the distal part fractured during use. There was a delay between 0-30 min. The procedure was completed using a s&n backup device. All the pieces were removed using tweezers. No other complications were reported.

Event description:
It was reported that, during shoulder joint surgery, the anchor was found with the distal part fractured during use. It is unknown how the procedure was finished or if there was a delay. No other complications were reported.